Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The power coupling was fractured from the drive chain component. In addition, there was wear observed on the power coupling and joints of the assembly. This device failed due to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the reamer snapped where it connects to power. No adverse events were reported as a result of the malfunction.